Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized five or six years ago due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 1200 mg/dl. Customer also reported that emergency medical technicians (emt) were called due to customer's low blood glucose levels. Customer's blood glucose level at the time of the incident was not included in the report. Customer stated significant events leading to the 911 call included customer passed out in the grocery store. Customer declined to troubleshoot at the time of the incident. Therefore, the root cause of the customer's blood glucose issues could not be determined. Product is not being returned or replaced.